Manufacturer narrative:
UDI #: no UDI because this device is not sold in the USA.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the system can't pass through the start-up phase; red cross shows up in the status indicator. There was no reported adverse patient impact.